Event description:
It was reported by the patient's spouse, that the patient continues to experience problems and is now following up with his surgeon. Approximately (B)(6) 2012, patient had fluid aspirated from his joint and the doctor stated that his blood count was elevated and that this is due to the recalled stem. Surgeon has decided to revise on (B)(6) 2012.

Manufacturer narrative:
Patient is scheduled to be revised on (B)(6) 2012. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.